Event description:
It was reported the patient had experienced a recent increase in seizures. The patient was noted to be new to the physician, so it was unknown if the increase was below, at, or above the patient's pre-vns baseline levels. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined not related to vns therapy.

Event description:
Additional information was received from the nurse who stated after adjustments were made to the vns, they have not heard any additional complaints from the patient or his family. It was stated the physician's office believes the patient is doing well because he and his mother will report if there is an issue. Additionally, it was believed that the increase in seizures was not related to vns, but due to his environment as he does not really take care of himself.